Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred on (B)(6) 2013. During night cycle 2, the patient's drain volume was 2698.7ml, indicating the home patient (hp) drained a volume 124.077% above their maximum programmed fill volume of 2175ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was the estimated night ultrafiltration (uf) was set too low. The guide explains the estimated night uf and warnings about setting the uf properly are provided. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.